Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at (B)(4). The pump was monitored for 3 days. No unexpected pump error or pump alarm noted during testing. The pump was received with a small crack on the display window and cracked case at the battery tube side extending to the display window. No damage noted on the lcd glass. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, peeling serial number label, pillowing keypad overlay, and keypad overlay texture damage. History download was successful using thus and carelink upload was successful. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 27-jun-2023 in the pump history file. (B)(6) 2023 10:19:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2023 16:26:19.000 batteryremoved (B)(6) 2023 16:26:19.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 16:27:19.000 batteryinserted (B)(6) 2023 16:27:25.000 batteryremoved (B)(6) 2023 16:27:25.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 16:27:31.000 batteryremoved (B)(6) 2023 16:27:36.000 batteryremoved (B)(6) 2023 16:27:42.000 batteryinserted (B)(6) 2023 16:27:42.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 16:27:43.000 batteryremoved (B)(6) 2023 16:27:43.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 16:27:50.000 batteryremoved (B)(6) 2023 16:28:00.000 batteryinserted (B)(6) 2023 16:28:00.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2023 16:28:01.000 batteryremoved (B)(6) 2023 16:28:01.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2023 16:28:15.000 batteryremoved (B)(6) 2023 16:28:34.000 batteryremoved (B)(6) 2023 16:28:48.000 batteryremoved (B)(6) 2023 16:29:10.000 batteryinserted earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 9:56:53 am. There was no power data available for the event date of 06/26/2023. Unable to check power data for low battery alert, or failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was monitored for 3 days. No unexpected pump error or pump alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. Low battery alert (104) unknown. Failed batt test (58) unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, or motor. The pump passed the functional testing. E/a alarm unspecified not confirmed. Cosmetic damage was confirmed at the back and at the front of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump had pending error. No harm requiring medical intervention was reported. Troubleshooting was not performed, customer reported the blood glucose value during time of event was 9.7 mmol/l. Customer mentioned the broken pump. The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.